Manufacturer narrative:
An unknown cup was added based upon the details of the event description. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that as per the surgeon there was impingement at the 2 o'clock position with evidence of cocr metallosis. Previous dictation shows 1 dislocation immediately post op of original surgery with recurrent subluxation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a malpositioned shell was reported. The event was confirmed. A review of the provided medical records indicates: ¿x-rays show an adequate implantation of an accolade stem with stable fixation in bone in combination with a trident acetabular component with correct 48° inclination but very high 45° anteversion angle. Root cause of the problem is cup malposition in high anteversion leading to impingement between stem neck and ceramic sleeve rim. [¿] patient-related factors of high activity level associated with young age plus early postoperative capsular laxity potentially might have acted as secondary factor although cup position remains the principal problem. As such root cause of failure is mainly procedure-related with possible a secondary contribution by patient-related factors without evidence for device-related factors as also supported by the mar findings. This pi case is not device-related.¿ a material analysis report was performed for returned insert. Conclusions: the reported event can be attributed to a malpositioned shell combined with a highly active patient. Based on the information provided, the reported devices did not contribute to the reported event.

Event description:
It was reported that as per the surgeon there was impingement at the 2 o'clock position with evidence of cocr metallosis. Previous dictation shows 1 dislocation immediately post op of original surgery with recurrent subluxation.